Manufacturer narrative:
Medwatch sent to FDA on 10/06/2015. The reporter has declined to provide allergan further information regarding event, product, or patient details. The events of swelling, hematoma and blister are physiological complications and analysis of the device generally does not assist allergan in determining a probable cause for these events. Device labeling for the reported events of edema, skin inflammation and hematoma: "undesirable effects: practitioners must inform the patient that there are potential side effects associated with implantation of this device, which may occur immediately or may be delayed. These include (non-exhaustive list) : inflammatory reactions (e.g. Redness, oedema, erythema) which may be associated with itching, pain on pressure, occurring after the injection. These reactions may last for a week."

Event description:
Healthcare professional reported injecting a patient with unspecified juvederm ultra in the lips. The patient developed "a lot of swelling and a bad haematoma which is now a blister." The area was massaged but it "hasn't helped." No other treatment was provided and symptoms are ongoing.